Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a test drive. The fse performed burn with bipolar and monopolar energy from the erbe. The system was tested and verified as ready for use. Based on the field evaluation, this reported event was not confirmed. Intuitive surgical, inc. (Isi) has not received the permanent cautery hook involved with the complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the permanent cautery hook (pch) instrument sparked when applying energy during use. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the instrument was removed, and the procedure continued with no further issues. The customer stated they were using oxygen to ventilate the patient's lung, and they believed that a leak had occurred, which resulted in a spark igniting the gas. The procedure was completed as planned with no reported injury.